Manufacturer narrative:
Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 7020315, model/catalog description: artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients scs system was not giving adequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected.